Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer states that while performing a correlation study between the axsym digoxin vs. The axsym digoxin iii assay they noted that pts samples generated a higher results on the axsym digoxin iii compared to axsym digoxin ii. There was no impact to pts management reported.